Event description:
On 10/16/2025, a sales representative reported via email that an ar-3636 knotless 1.8 fibertak soft anchor was inserted into the superior glenoid during a labral repair procedure. The bone was prepared using a straight 1.8 drill guide and a rigid 1.8 drill. The anchor was inserted into the bone tunnel, passed successfully, and converted to a knotless mechanism. However, during the reduction of the knotless mechanism, the anchor locked up and could not be sufficiently reduced to secure the labrum. Multiple attempts were made to reduce the repair stitch by pulling forcefully, but the mechanism failed to reduce. The anchor remained in place, but the sutures had to be cut and removed. This was discovered during a superior labral repair procedure on (B)(6) 2025, with no reported patient harm. Additional information was received on 10/21/2025: the case was completed with a replacement ar-3636 knotless 1.8 fibertak soft anchor. The case was delayed five minutes. It is unknown if additional anesthesia was administered. No adverse effects were reported.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misuse/mishandling due to the mechanism failure. Per the directions for use (dfu) dfu-0054-eo revision 7, bio-fastak, fastak¿, suturetak® and fibertak® suture anchors e. Warnings. 6. Preoperative and operating procedures, including knowledge of surgical techniques and proper selection and placement of the device, are important considerations in the successful utilization of this device. The appropriate arthrex delivery system is required for proper implantation of the device.